Event description:
The stapler was being used in a low anterior resectin. Surgeon placed the stapler over the desired area, and when she closed down to the intermediate locking position, she noticed that on the plastic cartridge housing, one side of the housing was being pushed away (laterally) from the jaws of the instrument. However, she did not notice any resistance when closing the intermediate lever. She then fired the instrument, and after firing, she removed the instrument and went to inspect the staple ine. At the top (distal) end of the jaws, the staples were well formed. However, at the proximal (bottom) end of the jaws, the staples had fired, but had not formed at all. Area was hand-sewed. Upon further inspection of the device, it turns out that a clip from a previously clipped vessel had become lodged in the metal slot on 1 side of the jaws, (which run vertically) close to the proximal (bottom) end of the jaws, which allowed the staples to fire, but had not formed at all. Area was hand-wewed. Upon fired, btu inspection of the device, it turns out that a clip from a previously clipe vessel had become lodged in the metal slot on 1 side of the jaws, (which run vertically) close to the proximal (bottom) end of the jaws, which allowed the staples to fire, but not completely from the top of the jaws to the bottom. This is why the staples at the bottom end were not formed. Surgeon estimates that an additional 10-15 minutes were required to hand sew the site. One device returning.